Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion in the proximal cx artery exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported stent dislodgement occurred in vivo during delivery to the lesion. It was informed that the dislodged stent was not removed from the patient. No patient injury was reported.

Manufacturer narrative:
Due to the level of calcification present, force was needed to advance the device. Stent deformation did not occur. It is indicated that the dislodgement occurred as a result of tortuosity and occlusion. The stent was pulled with a guide wire and was then deployed in the peripheral blood vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was deployed at the proximal end of the circumflex. The stent was pulled with a guide wire and deployed in a peripheral blood vessel. The stent displacement was caused by excessive twists and occlusion and it was caused by lesions. It had nothing to do with product quality. The resolute device was used before the patient had a severe occlusion of the blood vessels. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.